Event description:
It was reported that the asymptomatic patient presented with non-sustained oversensing episodes stored on their device. Upon review, the episodes showed noise on the right ventricular lead. Programming changes were discussed. The doctor opted to x-ray the patient, and no programming changes were made. The patient was stable throughout and the lead will continue to be monitored.